Event description:
When the biotronik device was interrogated, despite having good connection between 2090 and the miera, signal was suddenly lost. The same happened while printing from the biotronik programmer. Once the function has been done, miera egm is back on and it keeps pacing with the programmed lr. While interrogating biotronik entices, both devices do not pace. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).